Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar.

Event description:
It was reported that the customer's insulin pump every time a prime is performed. It was stated that the piston continues to move forward after it makes contact with the reservoir, and insulin squirted out. Advised the caller that the insulin pump would be replaced. No further information was provided.